Manufacturer narrative:
Analysis: the returned devices were confirmed to be non-sterile, labeled appropriately as non-sterile devices. Investigation reveals the customer ordered the sterile product correctly. The model entered in d4 is the sterile product that was ordered by the customer and approved for distribution. The non-sterile product should not have been released to an end user customer. Conclusion: the non-sterile product was shipped in error to an end user customer. As reported, no proudct was used for pt care. This issue will be reported to the district FDA office as a field action.

Event description:
The customer rec'd a non-sterile product when a sterile product was ordered. There has been no pt involvement.